Event description:
Boston scientific crm received information that this patient experienced a syncopal episode of unknown etiology and suffered a black eye from falling. The patient was evaluated by their physician. The physician noted that there were no stored corresponding episodes in the pacemaker arrhythmia logbook. All lead measurements were noted to be within normal limits. The physician suspected device undersensing due to seeing pacing spikes in the qrs complex. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.